Event description:
New information received notes that the device was explanted on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. The physician elected to wait until the device reached elective replacement indicator to explant the device. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicates the device has reached elective replacement level sooner than expected. Electrical testing indicated the source of high current was isolated to the hybrid circuitry. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.